Event description:
It was reported that a ip2p was defective. On (B)(6) 2012, a medwatch u/f importer (B)(4) was received. "The collar with drill bit requires a supplied hex wrench to remove but the hole where the hex wrench is inserted was stripped in 2 kits. Second kit was an out of box failure. A third kit had to be opened to find a drill bit which could be used." The pt safety specialist stated, "I do believe all was ok with pt and no major delay."

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported information.